Event description:
The contact stated the customer's meter was not reading correctly, and because of that, she became incoherant and had to be taken to the hospital. When the customer arrived at the hospital, her blood glucose tested at 39 mg/dl. She was given i.v. Glucose and kept through the night. The meter and strips are to be returned for evaluation, and replacement products will be sent.